Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following placement and needle removal of a smiths medical jelco® viavalve® safety IV catheter, blood leaked. There were no reported adverse effects.

Manufacturer narrative:
Four unused samples were received for investigation. None of the four samples exhibited leakage. As the actual sample was not returned, the complaint could not be confirmed.